Manufacturer narrative:
(B)(4). Batch # m9333k. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers: ---no information. If no: was the device on a vessel/artery when it would not open: ---no. If yes, how was the device removed (i.e. Cut off, forced opened): ---na. If cut off, did this cause a change in the plan of care for the patient: ---na. Did the removal cause any damage to the vessel/artery: ---na. If yes, what is the damage and how was the damage repaired: ---na. Did the surgeon continue the case with this same device: ---na. The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. In addition, the electrode and ceramic was separated from the lower jaw and still attached to the active rod. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. It is possible that the separation of the electrode and the ceramic could have cause due to the damage to the lower jaw and the I-blade lower tip. It is possible that the unexpected noise heard could be either when the jaw became damage or when the electrode and ceramic got damage. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap hysterectomy, a breaking sound was heard and the jaws became not to open and close toward the end of the operation. The device clamped a plastic vaginal pipe by mistake at the time. When the sales rep who attended the operation checked the device, it was found that I-blade of the lower jaw side came off the slot but no pieces fell off the device. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.